Event description:
Information was received that during use of this smiths medical cadd legacy pump, the pump failed. It was reported that the patient was sent to the hospital, while at the hospital, the failed pump was restarted. The patient did not have any ill effects or clinical injury. No intervention was needed or provided to the patient.